Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator generated a high-pitched and loud constant alarm, with a white screen and a "replace ventilator" message. It was later reported to the field service engineer (fse) by the customer that smoke was seen emanating from the graphical user interface (gui) assembly. The device was available for evaluation. A review of the ventilator logs showed evidence of a loss of ventilation (lov). The service personnel (sp) inspected the ventilator and confirmed the gui touchscreen assembly was non-functional and found that the user inte rface printed circuit board (ui pcb) had thermal damage; therefore, replacing the gui assembly. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the reported event was isolated in the field to a potential fault in gui assembly and with a plausible cause, of the reported smoke, related to the thermal damage on the ui pcb. The cause of the identified loss of ventilation in the ventilator logs was not established but would have occurred prior to the reported ¿white screen¿. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a high pitched and loud constant alarm, with a white screen and a "replace ventilator" message. The patient was removed from the ventliator and placed on an alternate ventliator with no injury. It was later reported to the field service engineer (fse) by the customer that smoke was seen emanating from the graphical user interface (gui) assembly.

Manufacturer narrative:
Section h6 evaluation codes corrected component code (annex g); remove g07001 and add g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes were updated due to analysis of returned part result code (annex c) additional code added conclusion code (annex d) remove d02 and add d15 h3: device evaluation summary was updated dur to analysis of returned part medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator generated a high-pitched and loud constant alarm, with a white screen and a "replace ventilator" message. It was later reported to the field service engineer (fse) by the customer that smoke was seen emanating from the graphical user interface (gui) assembly. The device was available for evaluation. A review of the ventilator logs showed evidence of a loss of ventilation (lov). The service personnel (sp) inspected the ventilator and confirmed the gui assembly was non-functional and found that the user interface printed circuit board (ui pcb) had thermal damage, therefore replaced the gui assembly. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One gui assembly was returned to medtronic for analysis. Visual inspection showed no anomalies. The gui assembly was disassembled and found thermal damage on ui pcb and in resistor (r24) on eighth button sensor. The gui assembly was reassembled and attached to the failure investigation test ventilator for analysis. The ventilator powered up with a blank (white) screen the eighth button sensor on gui assembly did not respond, and the alarm light emitting diodes (led's) did not activate, which confirmed the gui assembly was faulty. The cause of the white screen issue was isolated to faulty gui assembly and with a plausible cause of the reported smoke, related to the thermal damage on ui pcb and resistor (r24) on eighth button sensor. The cause of the identified loss of ventilation in the ventilator logs was not established, but would have occurred prior to the reported ¿white screen¿. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.